Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: symptomatic rupture, breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Note: the report contains supplemental information for an old psr submission: psr-q1-04-30-2018, report identification number: ip-00156302. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor tissue expender prosthesis experienced unknown-sided deflation post procedure. The report indicated that patient started to get pain under her right, and then noticed a bump under arm a week later. Went for examination and diagnosed as rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(6) 2024, new information indicated that the date of explantation cancelled and not scheduled. The doe never reported to mentor. To begin with. Note: the report contains supplemental information for an old psr submission: psr-q1-04-30-2018, report identification number: ip-00156302.